Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer will attempt a manual injection to address their bg level. The customer reverted to an alternate method of insulin therapy.